Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is listed in the product instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the pre-dilated distal right posterior descending (rpda) artery with one xience v stent. On (B)(6) 2010 the patient expired of unknown cause. The patient was not hospitalized at the time of death. There was no additional information provided.